Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent pedicle subtraction osteotomy (pso) at t8-il due to kyphosis. Post-op, rod in both sides of l5/s were broken. Hence, a revision surgery was performed in which the broken rods were replaced and 4 rods were added. The revision surgery was finished without problem and the patient's issue was resolved.